Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), raynaud's phenomenon ("raynaud syndrome"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the allergy to metals, dermatitis allergic, hypersensitivity, fibromyalgia, raynaud's phenomenon, fatigue, gastrointestinal disorder and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dermatitis allergic, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, raynaud's phenomenon and tooth disorder to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, nickel allergy, rash/skin condition, hypersensitivity, fibromyalgia, raynaud syndrome, fatigue, gi conditions, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to "pelvic pain", events- "abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, nickel allergy, rash/skin condition, hypersensitivity, fibromyalgia, raynaud syndrome, fatigue, gi conditions, dental problems, patient did not underwent essure confirmation test, added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.